Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The entire lot has been sold and distributed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient reported encountering problems during the pd treatment. While removing the cassette, the patient noticed a fluid leak inside the cycler door compartment. The cycler was replaced and the patient was advised to follow up with the pd nurse regarding this incident. Upon follow up with the patient's pd nurse it was determined that the patient had notified her regarding this event. According to the pd nurse the patient had not experienced any adverse events as a result of this incident and the effluent was clear. No antibiotics were prescribed as prophylactic.